Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage: battery compartment crack; unable to tighten battery cap; battery cap never changed) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: reboots observed in the black box download. Crack at battery compartment traveling up from case seal. No damage found to battery cap. Battery cap attaches securely to pump. Pump exercised 24 hours with no power issues occurring. Pump opened and no damage found to power circuit. Battery cap contact height and width were found within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).